Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the haptic bent during implantation and could not be released despite manipulation. The lens was not implanted and did not come into contact with the patient. The affected lens was not used and was replaced with an alternative unspecified lens to complete the procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).